Event description:
Patient reported, right-side deflation. The device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2012. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side raynaud¿s phenomenon, capsular contracture, and pain. Pain is considered secondary to the capsular contracture, so it is not device related. Patient later reported deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain-ndr: not applicable as the event is not related to the device. Deflation: observed opening on anterior side assessed as fold flaw opening. Raynauds phenomenon: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. Observed wear abrasion on the device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.